Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and functional testing was performed. The reported issue was confirmed. The device was not within tolerance due to a too-big expulsor. The expulsor was sanded in order to address this issue. The device then passed all testing.

Event description:
It was reported that the security check failed and the delivery rate was not within tolerance. There was no patient involvement. Evaluation of the returned device confirmed the pump was not delivering within the tolerance range.